Event description:
Procedure: lung resection. Reportedly, during the procedure, fired but the clamp cover came off and after the surgery it was found in the cavity from an x-ray photo. Opened the patient and the clamp cover was removed from the cavity with no problems. No further patient injury was reported.